Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, holes in the curved rubber, bending angle insufficient due to the elongation of the angle wire, forceps stopper scraped, scratches on insertion part serpentine, scratches on operation part, scratches on switch box, display on grip peeling off, scratches on grip, scratches on angle lever, scratches are found on the up/down plate, scratches on universal code, scratches on video cable, connector scratched, light guide connector scratched, connector case scratched and scratches found on up/down angle fixing lever (sp). The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the cysto-nephro videoscope having pinhole in the bending section rubber. Upon inspection and testing of the customer returned device, the scope forceps stopper was found shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to olympus will continue to monitor field performance for this device.